Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that during a greenfield 12 fr ss vena cava filter implant procedure, filter migration occurred. The carrier device was advanced to the placement site. Upon deployment, the filter legs became entangled resulting in inadequate fixation of the device within the vena cava. The filter migrated and became lodged in the pt's heart. The filter was successfully remvoed using a snare device. A second filter was placed without difficulty. The pt was reported to have a status of "fine" following the procedure. Additional info regarding this complaint has been requested.